Event description:
It was reported that the patient underwent a ventricular tachycardia (vt) ablation procedure and the implantable cardioverter defibrillator (ICD) disabled the signal artifact monitor (sam). There were also right atrial (ra) lead pacing impedance measurements that were low out of range. The shock impedances were also noted to be out of range. The pace and shock impedances were both noted to return to normal within limits after the procedure. This ICD, ra lead and rv lead all remain in service. No adverse patient effects were reported.